Event description:
It was reported that 5 unspecified bd¿ insulin syringes' needles were found "warped or melted" before use. The following information was provided by the initial reporter: "customer called and stated "the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted. Sample are available, lot and item number is unknown."

Manufacturer narrative:
Correction: the catalog and lot numbers were provided by the customer. After further review, it was determined that this complaint was created under the incorrect business unit. MDR 1920898-2020-01150 was created to capture this event under the correct business unit. Thus, this complaint has been cancelled.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that 5 unspecified bd¿ insulin syringes' needles were found "warped or melted" before use. The following information was provided by the initial reporter: "customer called and stated "the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted. Sample are available, lot and item number is unknown."